Event description:
A caller reported a malfunction on their pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose. The caller opted to fill a new cartridge and resume insulin administration independently.